Manufacturer narrative:
Sections with additional information as of 17-apr-2023: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips (2 vials) were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 28-feb-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 114, 121, 116 and 150 mg/dl. Customer also stated the results were higher compared to another device; actual meter to meter comparison results were not provided. The customer did express risk factor associated with meter use. The customer¿s expected am fasting blood glucose test result range is 90-95 mg/dl and expected pm fasting blood glucose test result range is 100-105 mg/dl. The customer feels well and did not report any symptoms. Customer stated she had been sweating when she had obtained the blood glucose test result of 121 mg/dl on (B)(6) 2023. Medical attention is not reported as a result of the actual blood glucose results and reported symptom(s). During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/22/2024 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history (time not set): result 1: 114 mg/dl date: (B)(6) 2023 time: 10:30 am fasting am result 2: 114 mg/dl date: (B)(6) 2023 time: 10:19 pm fasting pm result 3: 121 mg/dl date: (B)(6) 2023 time: 5:26 pm fasting pm result 4: 116 mg/dl date: (B)(6) 2023 time: 9:30 am fasting am result 5: 114 mg/dl date: (B)(6) 2023 time: 1:41 am fasting pm result 6: 150 mg/dl date: (B)(6) 2023 time: 12:19 am fasting pm.